Event description:
It was reported that the tip of the thoracic probe off during probing. The broken off tip was removed. No pt complications were reported.

Manufacturer narrative:
(B)(4). Macroscopic examination confirms the probe tip broken off approx 37mm from the end of the probe tip. The broken off portion of the tip is missing and not returned for analysis. Microscopic examination of the fracture surface revealed a fairly tortuous fracture surface with no indications of torsion or fatigue, with visible river lines suggesting overload. The probe tip transitions to approx half of the material thickness in this area, with a sharp corner at the actual transition point, consistent with a likely bend stress failure point at overload. The nature and location of fracture the surface suggests failure due to bend stress overload. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.